Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the ligasure handpiece was plugged in correctly and was used with two different generators (switched handpiece to different generator after initial issues with sealing as part of troubleshooting) however the amount of energy being delivered to tissue was inconsistent with normal device functioning. The device was new out of the box when the issue was discovered. A small amount of energy appeared to be delivered to tissue upon activation, as evidenced by steam and bubbling of tissue in between jaws but was not sufficient to create a seal. Tissue type was fat along the greater curvature of the patient's stomach, less than 7mm in thickness. Multiple activations did nothing to fix the partial sealing. There was no regrasp alert but there was an end tone heard and an evidence of any energy delivery. There were no complications or additional bleeding due to device. There was no medical or surgical intervention needed. Ligasure was plugged in to quadrant 4, electrosurgical pencil plugged into port 1 with cut set to 40 and coag set to 40, electrosurgical pencils were operating normally. A new ligasure was tried with the two generators and worked fine. There was no patient injury.

Event description:
According to the reporter, intra-operatively, the device's handpiece was plugged in correctly and was used with two different generator (switched handpiece to different generator after initial issues with sealing as part of troubleshooting) however the amount of energy being delivered to tissue was inconsistent with normal device functioning. A small amount of energy appeared to be delivered to tissue upon activation, as evidenced by steam and bubbling of tissue in between jaws, but was not sufficient to create a seal. Tissue type was fat along the greater curvature of the patient's stomach. Multiple activations did nothing to fix the partial sealing. There was no re-grasp alert but there was an end tone heard and an evidence of any energy delivery. Sales rep have followed up with hcp regarding patient and confirmed no complications or additional bleeding due to device. There was no medical or surgical intervention needed. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the device was shown and no visual defects noted in the attached pictures. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.